Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported to surgeon with dislocated hip after a fall. Surgeon operated on patient finding poly liner has been damaged inside acetabular shell. The ceramic head was also damaged. The acetabular shell was removed for way of a new prosthesis also.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the femoral head was ceramic and had stripe wear on it. The liner had been deformed and was worn on the apex of the highest edge. The affected side involved in this event is the left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device did not find any evidence to support the reported dislocation or ceramic wear. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: because no information was provided about the laser engraving which would have uniquely identified the ceramic ball head, the ball head can only be identified based on the information provided by depuy which is as follows: the ball head is part of shop order (B)(4). Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the ball head conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Corrected: h3.